Manufacturer narrative:
Device received with missing segments display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump screen was very cloudy. Customer troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.